Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. Blood glucose was 450 mg/dl. Customer acknowledge alarm and resumed insulin delivery.